Manufacturer narrative:
Review of the device history records revealed the implant was properly manufactured and released in accordance with design specifications. No irregularities have been identified. The evaluation determine that while considering the picture and description of events provided by the rep/surgeon, the implant/instruments returned for evaluation, as well as analysis of the devices, it appears that the tulip failure was caused by driving a cross-threaded set screw into the tulip/head.

Manufacturer narrative:
The returned implant is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The tulip/head of the screw fractured and broke during final tightening.